Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review of the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent migration occurred. The 90% stenosed ostial lesion being treated was located in the moderately tortuous, calcified left main (lm) artery and the left anterior descending (lad) artery. The 3.50x16mm taxus liberte stent was deployed in the lm. However, part of the stent "jutted out into aorta" due to motion of the patient. The physician began treating the lesion located in the lad. The lesion was predilated with a 4.0x8mm quantum maverick balloon. A 3.50x12mm taxus liberte was deployed. It was noted that the 3.50x16mm stent had dislodged into the aorta. The physician moved the stent and expanded it in the brachial artery with an unknown balloon. Patient's condition reported as "fine".